Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis rear tip extenders changed from 2 cm to 3 cm because the patient did not like the results of the previous implant. No patient complications were reported in relation to this event.